Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, an epic mitral valve was selected for implant. During the procedure, regurgitation was observed due to incomplete coaptation of the valve. The device was exchanged intraoperatively. The patient remained hemodynamically stable throughout the procedure. There was a clinically significant delay.

Event description:
On 29 june 2020, an epic mitral valve was selected for implant. During the procedure, regurgitation was observed due to incomplete coaptation of the valve. The device was exchanged intraoperatively. The patient remained hemodynamically stable throughout the procedure. There was a clinically significant delay. A user facility medwatch report was submitted under the following reference number: (B)(4). The user facility medwatch report received stated that there was abnormality in the leaflet of the valve per the surgeon.

Manufacturer narrative:
An event of incomplete coaptation of the epic stented porcine heart valve w/flexfit system and regurgitation was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.